Manufacturer narrative:
Correction: manufacturing site corrected. Narrative from previous submission: a biomérieux internal investigation was performed. A vessel was visually inspected and a plastic split on the first well of the vessel was observed. The investigation with the supplier, determined there was an issue either during inspection of the pieces or during transportation of packaged disposables. As a corrective action, the supplier will update the packing handling symbols on the outer boxes of the nuclisens® easymag® disposable in order to implement a careful handling of the products during shipment. In addition, the supplier will dispense a specific training to the teams working at each step of the nuclisens® easymag® disposable manufacturing. The goal will be to clarify the nonconforming products detection and the appropriate actions to implement during manufacturing.

Event description:
A customer in (B)(6) reported a leakage problem with the nuclisens® easymag® disposable (lot z108kc). The customer reported receiving error codes for three disposable vessels, while performing whole blood extractions. The customer stated there was an error on the first vessel and during analysis of the second vessel. The customer stated the first vessel was rejected and the extractions were then obtained using wf5. The pcr results were reported as meeting expectations. Later, the customer reported that position one (negative control) leaked from another vessel. The customer indicated that all the issues started in the beginning of the week with the lot. There is no indication from the laboratory that the issue led to discrepant results or adverse events related to the patient, nor any report that the leaking vessel led to any adverse events related to the user; however, there was unexpected leakage of sample/reagent contents.

Manufacturer narrative:
A biomérieux internal investigation was performed. A vessel was visually inspected, and a plastic split on the first well of the vessel was observed. The investigation with the supplier determined there was an issue either during inspection of the pieces or during transportation of packaged disposables. As a corrective action, the supplier will update the packing handling symbols on the outer boxes of the nuclisens® easymag® disposable in order to implement a careful handling of the products during shipment. In addition, the supplier will dispense a specific training to the teams working at each step of the nuclisens® easymag® disposable manufacturing. The goal will be to clarify the nonconforming products detection and the appropriate actions to implement during manufacturing.

Event description:
A customer in (B)(6) reported a leakage problem with the nuclisens® easymag® disposable (lot z108kc). The customer reported receiving error codes for three disposable vessels, while performing whole blood extractions. The customer stated there was an error on the first vessel and during analysis of the second vessel. The customer stated the first vessel was rejected and the extractions were then obtained using wf5. The pcr results were reported as meeting expectations. Later, the customer reported that position one (negative control) leaked from another vessel. The customer indicated that all the issues started in the beginning of the week with the lot. There is no indication from the laboratory that the issue led to discrepant results or adverse events related to the patient, nor any report that the leaking vessel led to any adverse events related to the user; however, there was unexpected leakage of sample/reagent contents.